Event description:
It was reported by the sales rep the during the procedure, while passing the needle through the fascia, the mesh came off the tape. The procedure was compelted using another device. There were no adverse pt consequences reported.